Manufacturer narrative:
Cont e:1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿patient did touch the interior silicone gel¿.

Event description:
Healthcare provider reported, "health consequences are breast asymmetry, pain. Intracapsular rupture of left breast. Patient did touch the interior silicone gel". Ultrasound reported, "subcapsular folds, implant with heterogeneous content, with irregular contours. With ultrasound signs of intracapsular rupture on the left side". The device remains implanted.